Event description:
Reporter noted patient had cataract (phaco) surgery and anterior vitrectomy in 2006. Decreased vision noted six days later. Hospitalized on the following day with endophthalmitis od. Required pars plana vitrectomy with intravitreal antibiotics od. Cultured negative growth. Prognosis reported as good.

Manufacturer narrative:
Product was not available for evaluation. Customer was using sterrad 50 for sterilization of phaco handpieces, but handpieces were only validated for steam sterilization. Discussed dfus with customer.